Event description:
Healthcare professional reported right side "inflammatory episodes with breast swelling and recurrent effusion. No rupture but a thick and adherent shell and peri "periprosthetic" effusion. Bacterio and anatomical pathology sampling. The incident cannot be related to a traumatic event." Device explanted and capsulectomy performed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, red particles in the surface of the shell, crease flat and weight to the spec. A microscopic analysis was performed which identify an opening striated in the radius side. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammatory episodes and periprosthetic effusion.

Event description:
Healthcare professional reported right side "inflammatory episodes with breast swelling and recurrent effusion. No rupture but a thick and adherent shell and peri periprosthetic effusion. Bacterio and anatomical pathology sampling. The incident cannot be related to a traumatic event." Device explanted and capsulectomy performed.